Manufacturer narrative:
The reason for reoperation is rupture and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side pain, silicone migration, and rupture. The device remains implanted.